Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned stonetome was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2025. During the procedure, when the product was inserted inside the body and the endoscopic sphincterotomy (est) procedure was performed, the cutting wire broke on the second energization. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2025. During the procedure, when the product was inserted inside the body and the endoscopic sphincterotomy (est) procedure was performed, the cutting wire broke on the second energization. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.